Event description:
It was reported that there was a fracture of the ceramic liner resulting in a revision surgery. They used a trident x3 poly in revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding alleged crack/fracture involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results:the ceramic insert was fractured. Twelve (12) fragments of the fractured ceramic insert were returned, comprising approximately 20% of the insert. Secondary cracking and edge chipping damage was observed on all primary fracture surfaces. No fracture origin could be identified. The distal surfaces of the acetabular sleeve were damaged, primarily from contact with the femoral head and ceramic fragments after fracture of the ceramic insert. A dimensional inspection was not performed due to the damages described in the visual inspection. A functional inspection was not performed as the event cannot be replicated. The material analysis report concluded that: fracture of the ceramic insert resulted in associated damages to all the components. The primary fracture surfaces of the ceramic insert were damaged by secondary cracking and edge chipping, preventing evaluation of conditions at the fracture origin. The cause of the insert fracture could not be determined. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: a review of the provided information by a clinical consultant indicated that:the vertical position of the acetabular component, along with the history of ¿one year ago subluxation episode¿ noted in the may 6, 2015 operative report, suggests a potential mechanism of fracture. The vertical position of the acetabular component results in superior stress concentration and the possibility of recurrent subluxation and reduction could explain the fracture mechanism. No evidence of material or manufacturing defects was noted in the material analysis report. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact root cause could not be confirmed. However, a review by a clinical consultant indicated that the vertical position of the acetabular component results in superior stress concentration and the possibility of recurrent subluxation and reduction could explain the fracture mechanism. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that there was a fracture of the ceramic liner resulting in a revision surgery. They used a trident x3 poly in revision.